Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) hospital the reported product was used in hangman fracture surgery with the vest (af102w) on (B)(6) 2017. Approximately ten days after the surgery, the connecting section by the use of a clamp and a screw had become loose. So, the surgeon performed spine fixation, set up the vest again without a problem on (B)(6). It was reported that the clamp could hold the vest securely. The surgery was delayed by 60 minutes. There was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). A hard plastic connector and a threaded bolt were returned for evaluation. The hard plastic component is missing a threaded washer. This washer is attached to the threaded bolt and cannot be removed. The hard plastic connector features damage to the wall of the recessed area where the washer used to be. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the plastic connection components becoming loose could not be determined from the samples and the information provided. A potential root cause may be forces placed on the bolt and washer of the connector resulting in the pieces being forced from the plastic connector, damaging the connector in the process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.